Event description:
(B)(6) had a total right hip replacement on (B)(6) 2007. She received a depuy pinnacle acetabular cup 52 mm, summit tapered hip stem, apex hole eliminator. Prior to surgery, (B)(6) had increasing right hip pain as a result of narrowing of the right hip joint. On (B)(6) 2007, (B)(6) reported having some groin pain and anterior thigh pain. On (B)(6) 2011, (B)(6) showed an elevated cobalt level of 10.8, and some fluid collection anterior to the hip joint. She also reported being unable to use steps with her right leg. On (B)(6) 2011, (B)(6) reported persistent groin pain. She was walking with a limp and had mild tenderness along the it band and trochanter, and iliopsoas area. On (B)(6) 2011, lab results showed (B)(6)'s chromium level at 5.9 and cobalt level at 7.1. On (B)(6) 2012, she had a revision of the right hip replacement with revision of bearing surface and repair of the abductors. A large amount of discolored synovial fluid was present, and there was black corrosion around the junction of the femoral head and femoral component prosthesis. On (B)(6) 2012, (B)(6) reported that her right hip was doing relatively well although she did have some weakness which required the use of a cane for ambulation.